Event description:
Report received of a pt death while the device was in use. The contact reported that in 2004. The pt underwent plastic surgery at an unspecified facility. The following day, at approximately 0700, the pt was reportedly discharged from the hospital to an unspecified motel. The contact reported that while the pt was recovering at the motel, intravenous pain management therapy was initiated. The device was programmed to deliver demerol with a concentration of 20mg/ml. The remaining programming parameters were not provided. The following day at approximately 0300, the pt was reportedly found unresponsive and expired at an unspecified time. The reporter indicated that "the pump delivered as programmed, the pump was not the cause of death." During testing the device functioned as intended. Though requested, no additional information was provided.